Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. One nt 1000 neurotherm rf generator was received for investigation. Ac power was applied to the generator and the system was powered on successfully. The event mentioned in the event description was not reproduced. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. Based on the information provided to abbott and the investigation performed, the reported power issue and subsequent cancellation was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During a procedure, the generator was switching off and there was a clinically significant delay. There were no patient consequences.